Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reta0735 showed two other similar product complaint(s) from this lot number (B)(4).

Event description:
"The stylet of the PICC line has not been removed after the PICC has been inserted."